Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data indicated a cs 052 call service alarm, which is consistent with a sleep alarm and may cause the display screen to be blank for several minutes. During testing, the pump was powered on and the display screen was fully functional and illuminated. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the audio bolus button cover was missing from the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was blank but the pump was still able to vibrate and emit audio tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.